Manufacturer narrative:
Per good faith effort (gfe) response received 13jan2025, the biomedical engineer (bme) could not duplicate the issue after performing preventive maintenance (pm), testing the device, and disconnecting and reconnecting the device multiple times. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device did not alarm for patient disconnect. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, and the patient was moved to another device for procedure. The customer called technical support to report that the device did not alarm for patient disconnect. The biomedical engineer (bme) noted that the problem was initially reported on (B)(6) 2024 on the day shift and instructed the customer to send the significant event log after installing tera term. The remote service engineer (rse) informed the customer that the latest version of the service manual is version t and advised the customer to reference the service manual for installing tera term and downloading the significant event log. The rse also advised the customer to test the device for alarm disconnect. The investigation is ongoing.